Event description:
Additional information received from a healthcare provider (hcp) indicated the fluid in the pocket diagnosed by ultrasound and CT scan. The subsequent surgery was the only actions/interventions taken to resolve the recent pump alarm and fluid in the pocket.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8 590-1 ,lot# n126704, implanted: (B)(6) 2009, product type: accessory. Product ID: 8578, serial# (B)(4), implanted (B)(6), product type: accessory (B)(4).

Event description:
Information was received from a consumer receiving dialudid 50 mg/ml at 12.118 mg/day via an implantable pump. Indication for use was noted as non malignant pain other non-malignant pain. The patient had their pump replaced 3 weeks ago (B)(6) 2015 due to longevity. The patient stated that they were filling up with fluid (blood or fluid) and they may go into surgery in the next day or so. Per the patient the surgeon was concerned about why patient was filling up with fluid in the pocket area (seroma/hematoma) and said the catheter was "okay". The patient stated they were assuming something was wrong with the pump or the catheter was "screwed" up. The patient further reported that when he had the surgery he knew something was wrong, the pump wasn't placed there the last time where it should be and the patient didn't even know where the pump was put in his back stating it is "bulging out". The patient stated he feels like if he isn't getting medicine he would be on the floor right now. The patient stated they can feel the grooves on the side of the pump and they couldn't find the hole to fill it and the plunger was stuck on the side (had to wait a half hour) and could feel the fluid, is either blood or fluid. The patient stated they don't know if he is getting the proper amount and had to increase the dosage by 5% and appeared to be working okay. Then a week after was sitting in the bed because the patient couldn't lay down with the issue with the pump pocket and tried to get up but couldn't. The patient stated it lasted for a little while and then went away. The patient was also concerned regarding why the pump was going off if there was medication in the pump. Per the patient they just filled the pump 3 weeks ago with the pump replacement but had to wait a day or so for them to get the medication and has never had this problem as bad as it has been. The patient was nervous. Per the patient the dose per day was 14mg/day and lowered it 4% down to 12.118mg/day on (B)(6) 2015 when last changed. The patient had to go to the hospital because something was wrong and then they lowered it. The patient stated the first time it went off like that was a few days ago and then again last night and called the doctor. The patient stated his alarm went off, stating he heard it at night at 446 yesterday and was very faint (ringing).the patient stated that he doesn't get MRI's and when he has had cat scans has had no issues. The patient stated he must be getting medication because his pain level is always at an 8 pain rating and knows if his pain rating goes up to 10 and above they have to do something about it. The patient stated that the hcp wanted to take the patient into emergency surgery right away. The patient also stated he has terminal cancer also and gets cat scans and pet scans done all the time. The patient stated his catheter has to placed due to his spinal problems he has (at t2 and something; has to be in that spot) and that maybe by mistake it possibly may have been moved during surgery. The patient stated that they had been doing so "good for 8 years". The patient had been on dilaudid since 2007 and stated it has always worked and the hcp has adjusted the dose if needed and hadn't had to do that in a while. On (B)(6) 2015 the patient further reported that there was a hole in the catheter connector. The patient had signs of increased pain and intermittent withdrawal symptoms following the pump replacement. A catheter revision was done. During the revision a 5cm portion was trimmed and removed after finding pinhole/site of leak. The patient stated that after his pump replacement last month there was a "build up of fluid around the pump and in my back" and "I could feel it, couldn't even lay on my back had to go to ER." The patient "went thru torture, went through multiple withdrawals." The patient status at the time of the report was indicated as alive no injury.